Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient¿s cgm was reading low mg/dl and the bg meter was reading 600 mg/dl. The patient was experiencing increased thirst and was ¿rubbing her eye often¿. The patient¿s parent called an ambulance, and the patient was transported to the emergency room (ER). At the ER, the patient¿s cgm was still reading low mg/dl while the bg meter was reading ¿high¿ (no specific value reported). The patient was treated with IV fluids. The patient was in stable condition but still in the ER at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.